Event description:
It was reported that the patient just "did not feel right" and was seen for a follow-up check. There was a lead warning on the right ventricular lead for high impedance. The lead was also oversensing, noise and had a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted (B)(6) 2012. (B)(4).